Event description:
Ref (B)(4), dealer states that the hinge is bent. Explained that it may not be covered under warranty for being bent. Dealer will just take out the bad hinge and return the new hardware along with his bad part.